Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced diabetic ketoacidosis, hyperglycemia as well as hypoglycemia and blank display. The customer low blood glucose level was 45 mg/dl at time of incident and the current blood glucose value was 600 mg/dl. The customer was perform troubleshooting and declined. The customer was treated with skittles for low blood glucose and shots for high blood glucose level due to insulin pump was not working. The customer stated that the buttons was not responding and screen was flashing and solid white. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to corroded electronic assembly. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly.unable to confirm missing segments/partial display or keypad anomaly due to display anomaly.